Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in the very tortuous second obtuse marginal. A 2.25x28mm promus premier drug eluting stent was implanted. Thirteen days post procedure, angiography was performed and revealed that the previously placed stent fractured and separated approximately 2 to 3mm. The proximal part of the stent was 8mm long, which had a 2 to 3mm gap and the rest of the stent in the vessel was 20mm long . There was no angiographic evidence of restenosis of the vessel or dissection. No patient complications were reported and the patient's status was fine.